Event description:
Two implants placed 4/14/98 (#22 and #27 area). One removed 4/15/98 (#27 area) due to swelling, infection, and pain. Pt is edentulous and has high blood pressure. One person affected.